Manufacturer narrative:
(B)(4). The device evaluation was completed to investigate the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing simulating use of the device was performed with no issues noted. Underwater leak testing identified two small leaks from two small voids in the tubing approximately 17 inches below the drip chamber. Therefore, the reported condition was verified. However, the cause could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the tubing of an interlink solution set. This was noted during infusion. There was patient involvement; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.